Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump was not exposed to extreme temperatures, but a temperature alarm occurred. It was also reported that an altitude alarm occurred. Reportedly, the pump was not outside the labeled altitude operating range. Customer was unable to clear the alarms and reverted to an alternate method of insulin therapy. There was no reported adverse effect to the customer's blood glucose level.